Event description:
A surgeon reported a pt who experiences symptoms of starbursts following bilateral intraocular lens (iol) implant surgeries. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The production investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(64.